Event description:
It was reported by hvt sales representative per e-mail, stating the following. "I just learned of an explanted valve. I have very little information but I know the clock starts ticking on reporting. Dr explanted a 21mm model 3000 in 2009 at the medical center. The valve was explanted at implant because the surgeon oversized it by 1mm. He ended up replacing it that day, during the same case with a 19mm magna valve. So, it was explanted at implant. I am working on additional information. No adverse patient effects etc. I have asked for patient initials and the other pertinent information.".

Manufacturer narrative:
Evaluation summary: "non-through cut, not through the entire thickness of the tissue, is detected at the free margin and into the cusp area of leaflet 2. It measures to approximately 3mm. Serrated markings are noted in the cups area of leaflet 3. The cut and the markings are most likely due to mechanical injury. No other inconsistencies detected." X-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was returned for evaluation.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not completed due to device lot number/serial number was not provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.